Event description:
The dentist reported a fractured screw inside the implant. The implant had to be removed.

Manufacturer narrative:
Returned product was inspected and the fracture condition was confirmed. The screw was broken off inside the implant; it was seen through the visual inspection where the depth of the threads has been blocked. Also, external damage was observed on the implant. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any non-conformances or rework activities that would cause or contribute to the condition reported. A definitive root cause has not been determined.